Event description:
On 19-mar-2026 it was reported that on 17-mar-2026 the user experienced hypoglycemia with blood glucose (bg) levels as low as 39 mg/dl, resulting in loss of consciousness and hospitalization. Emergency medical services were contacted, and the user was treated with glucagon and transported to the hospital where the user was admitted on 19-mar-2026 and discharged on 25-mar-2026. The user recovered and ilet therapy was discontinued during hospitalization.

Manufacturer narrative:
The user experienced severe hypoglycemia resulting in loss of consciousness requiring ems intervention with glucagon and subsequent hospitalization while using ilet therapy. Severe hypoglycemia can result in neurologic compromise and is consistent with the reported unresponsiveness and need for emergency treatment. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset, and no motor errors; insulin delivery was paused appropriately due to an unacknowledged occlusion alert, and no insulin was delivered by the ilet during the time surrounding the event. Additional information confirmed the event was associated with intentional self-administration of insulin and ingestion of medication in a self-harm attempt. Based on available information, the device did not contribute to the event and functioned as intended, and the cause is attributed to non-device related factors. If additional information becomes available, a supplemental MDR will be submitted.